Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned.

Event description:
Revision due to implant fracture of olympia stem.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Biomet UK ltd have not been provided with any radiological materials or supporting documentation which could provide additional information. The date on which the primary and revision procedures took place has not been provided, and therefore it cannot be determined how long the implant system was in use for. The femoral head is in overall good condition. The pattern on the stem fracture surfaces suggests that the crack initiated at the insertion hole and that it progressed gradually under fatigue, until it fractured in the last quarter of the length towards the medial edge. The root cause for the reported stem fracture cannot be determined with the limited information provided.

Event description:
Revision due to implant fracture of olympia stem.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Item information unknown. Date of event unknown. Report source: foreign: event occurred in (B)(6). Investigation is on-going. When investigation has been completed, follow up MDR report will be submitted.

Event description:
Revision due to implant fracture of olympia stem.